Event description:
The international customer reported the ventilator would not power on and mains power led was not lit. The ventilator was not in use on a pt and therefore, there was no pt involvement or harm. The intl distributor inspected the ventilator and reported the snubber board on the ventilator power supply had signs of damage due to overheating. The distributor replaced the power supply to correct the problem. Upon completion of service, the unit performed per operating specs. Damage to the snubber pcb and power supply may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
Na.